Event description:
Boston scientific received information that during implant procedure, the right atrial (ra) lead became damaged when inserted into the introducer while the physician was attempting to insert the lead into the patient¿s tortuous anatomy. The lead was extracted. Another lead was implanted into the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.